Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the relief from the spinal cord stimulation decreased and the stimulation was ¿cutting in and out¿. It was also reported that upon reading the implantable neurostimulator (ins) battery, it was tilted, it moved around in different positions, and the patient was having difficulty charging. When impedances were checked, electrodes 3/6 were avoid with an impedance of 10; the rep was not using those electrodes. When adaptive stim (as) was checked, it was in the correct orientation, but when the patient is at home in an upright position for an extended period of time, it would show that she was in a lying position. There were no contributing factors identified. The rep reprogrammed the device to decrease the recharge burden and reprogrammed to get better coverage avoiding 3/6 electrodes. A pocket revision was planned, so the adaptive stim was turned off until then and the patient was instructed to manually adjust. There were no further complications reported or anticipated.